Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During the procedure, the parturient underwent surgery for full-term pregnancy. After successful delivery, when using suture to suture the parturient, the doctor found that the needle had broken and immediately stopped using it, replacing it with a new one. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ) 1. Did the needle fall into the patient? 2. If yes, was the needle piece(s) retrieved during the same procedure? 3. Were x-rays taken to locate the needle piece(s)? 4. What measures were implemented to retrieve the broken piece? 5. Was there any additional tissue damage resulting from the search for the needle piece? 6. Does a fragment of the needle remain in the patient¿s tissue? 7. If yes, was more than half the needle retained in the patient? 8. Is there any plan in place to remove the needle piece in the future? 9. If yes, could you please provide the scheduled date for the removal? 10. In which tissue structure was the broken needle located? 11. What is the surgeon's opinion of the potential consequences for the patient? 12. Were there any patient consequences? 13. Please provide the source or title of external person providing answers to follow-up: --received information as following from sales rep via phone today. The needle did not fall into the patient. There were no patient consequences. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.